Event description:
It was reported there was a possible problem with the ins reviewed/suspected/alleged. It was noted they were having a difficult time removing the stylet. It was logged that the white pieces were breaking off. It was reported that technical services was thinking they were not bending it back to remove it completely. It was reported there was no opening to remove the stylet. Additional information received reported the patient was implanted on (B)(6) 2014. It was reported there was a lead that broke. It was reported the scrub tech broke the stylet into pieces and then pulled the lead apart on the other side. It was logged that other than the lead breaking due to force, the implant went as planned.

Manufacturer narrative:
Concomitant products: product ID 3998, serial # (B)(4), product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3998, lot # va08wwf, implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 3998, lot # va00vyf, implanted: (B)(6) 2014, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).